Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that the lancet protrudes from the end-cap of the softclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.